Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks and two days post a port placement procedure, the patient allegedly presented a leakage at the split segment of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A complete compound break was noted on the distal end of the attached catheter and on both ends of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter, on the distal end of the distal catheter segment and on the proximal end of the distal catheter segment were noted to be uneven and the surface was noted to be finely granular throughout. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device) h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks and two days post a port placement, the patient allegedly presented a leakage at the split segment of the catheter. Reportedly, the catheter was removed. There was no reported patient injury.